Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was returned to zoll medical (B)(4) for evaluation. Review of the device activity logs showed that the device successfully passed monthly tests for 3 years followed by the device being left in a red x state for one year and four months for low battery. This is typical behavior for the device. A red x condition on the device is both visual and audible until addressed. The investigation shows that the device was not being stored in accordance with zoll recommendations to ensure the device is clinically ready. Reports of this nature are not considered to meet our requirements for submission of a medwatch report. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device prompted a "change batteries" message and did not prompt if new batteries press battery reset button. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not work. No further information was available. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.